Event description:
It was initially reported that the zimmer skin graft mesher was not moving the skin through evenly. Additional clinical follow up determined that the issue occurred during surgery. It was confirmed that there was an alternate device was retrieved for use during the surgery. There was an impact/damage to the graft harvest and an additional graft harvest was required from the patient. There was an extension to the surgery of an unknown duration while the patient was under general anesthesia during the time of delay.

Manufacturer narrative:
The device was returned to the manufacturer; however, the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.